Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was no longer functioning to activate the pump screen. Reportedly, the customer was able to access the pump features after connecting the pump to a power source. There was no reported impact to the customer's blood glucose level. Reportedly, the pump would continue to be used for insulin therapy.